Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that therapy was turning off by itself. The patient stated the implant shut off on its own even when it is charged. The patient was not using the controller when this occurs but after the implant turns off he used the controller to turn stimulation back on. The patient was directed to the healthcare provider to discuss the implant turning off by itself. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they think the cause of the stimulation turning off was that they had too many settings active at one time. They changed a few settings and so far the issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.